Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unrelated lead revision procedure, the left ventricular lead dislodged due to excessive movement of other leads. When the physician attempted to reposition the lead, he had difficulty inserting the stylet into the lead. The lead was explanted and replaced. The patient was noted to be stable one day post procedure and would continue to be monitored.